Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Visually inspected and verified the insert has water and vibration. The insert temperature is 98.7 (meets spec). The temp was taken with a digital thermometer ID# (B)(4) due date: 07/31/2018. Insert meets spec.

Event description:
While using a 30k fsi-sli-fg-1000 insert, the tip got hot; no injury resulted.